Event description:
The account alleges that a patient was smelling something unusual coming from the siderail, due to a short in the communication housing, resulting in the volume controls in the siderail melting. No injuries were reported.

Manufacturer narrative:
The technician replaced the volume control, the volume knob, and the communication housings, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.